Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user is stating that the head tube bearings have a lot of play causing the casters to be loose.